Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via the phone that the blade of an ar-1204ff flipcutter, from the ar-1288btbib-fc3 tightrope kit, broke off into the bone as the surgeon was drilling. All fragments were removed using a grasper. The case was completed by opening a single ar-1204ff.

Event description:
On (B)(6) 2021 it was reported by a sales representative via the phone that the blade of an ar-1204ff flipcutter, from the ar-1288btbib-fc3 tightrope kit, broke off into the bone as the surgeon was drilling. All fragments were removed using a grasper. The case was completed by opening a single ar-1204ff.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.